Event description:
It was reported that approximately two weeks post-implant of the bifurcated device and two suprarenal aortic extensions, the patient presented with a type iii endoleak between the suprarenal aortic extension and the bifurcated device. Reportedly, at the time of the initial implant, the patient had a severe neck angulation. At approximately two weeks follow up, the angiogram detected a type iii endoleak between the first suprarenal aortic extension and the bifurcation device. The patient was treated with two infrarenal aortic extensions, which successfully corrected the endoleak. It was reported that the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation performed. However, images, computed tomographic report, and operative notes from both procedures were provided for clinical assessment. Based on the review of the images, operative notes, and computed tomographic report by clinical representative, endoleak type iii can be confirmed. Patient condition i.e. Severe neck angulation caused or contributed to the event. Patient was treated for endoleak type iii successfully. Endoleaks are a known risk of the procedure, as identified in the product labeling.